Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Concomitant medical products: intraocular lens, model and serial number unknown. (B)(6). Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) inside the cartridge tube, indicating the device was handled and prepared for surgical use. Stress marks in both sides of the cartridge tube and tip were observed which are typically caused and/or may well appear by the pass of the lens through the cartridge. The cartridge's tip was observed deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks is allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the loading of an intraocular lens (iol) into the cartridge, the surgeon noticed that the tip of the cartridge was deformed. No patient contact or injury was reported. No further information was provided.